Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. In addition, it was reported that the pump volume intermittently did not enunciate as intended and customer was unable to hear alerts and alarms notifications. The customer's blood glucose was 250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.